Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined although the surgeon indicated that the injury was not attributed to the da vinci surgical system. There is no allegation or report that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is considered a reportable event due to the following conclusion: at the start of a planned da vinci-assisted hysterectomy procedure, the patient sustained a through-and-through small bowel injury during initial trocar insertion by the surgeon through the abdomen. General surgery was called to repair the small bowel injury.

Event description:
It was reported that before the start of a da vinci-assisted hysterectomy procedure, the patient's bowl was injured during initial trocar entry through the abdomen and before the robot was docked. The complication was reportedly a through-and-through small bowel injury. General surgery was called to repair the small bowel. According to the surgeon, there was no procedure delay due to the event and the patient did not experience any post-operative complications. Per the surgeon, the patient did well after surgery and was discharged home once bowel function returned on post-operative day (pod) #2.